Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 142 mg/dl. Customer stated that the insulin pump was exposed to moisture before the alert started. Customer reported that they received the open book image on the insulin pump screen. The customer was not reporting any alerts before the critical pump error. Customer stated that she was pushed into the pool and that there was no response coming from the insulin pump. The customer also stated that the keypad was unresponsive. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen. After further examination of the unit¿s interior, electrical board is heavily corroded and rusted around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle keypad button is cracked.